Event description:
T was reported that during implant the left ventricular (lv) lead had elevated thresholds. There was no intervention performed and the lead remained in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted (B)(6) 2006; 5076-52 lead, implanted (B)(6) 2006; 310c33 tissue valve, implanted (B)(6) 2014. (B)(4).